Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report safety clamp error. The alarm occurred in step 4 of setup. The cycler has not been re-setup with new supplies. The cycler was rebooted and received mwd watchdog timmer error. The alarm occurred in power up. The alarm occurred 4 times. The patient was not connected during the incident. The cycler was turned off and unplugged from the wall outlet, then plugged back in and rebooted. The alarm did reoccur. Technical support replaced cycler due to the alarm. The patient was advised to discontinue use of this cycler. The patient will perform capd/manuals in the absence of a cycler. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested but none was received. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of particulates within the cassette area. Voltage verification check passed. System air leak test passed. Safety clamp test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. Encountered watchdog alarm upon rebooting cycler after completing the simulated treatment. The failure was traced to cold solder cracks on capacitor 8 (c8) on the functional board. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.